Event description:
Prior to an atrial fibrillation ablation procedure with the patient in the room and prepped, the catheter would not connect to the tactisys which caused a delay. There was no beep and it was not possible to reset the contact force. The catheter was exchanged but the tactisys flashed red and green during connection and the contact force could not be reset. A third catheter was obtained but the issue remained. The issue was resolved when the tactisys was replaced with one from another facility which caused a delay.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and an successful power on self-test was observed. Functional testing confirmed the reported issue as communication with the catheter could not be established. Additional testing of the fiso diagnostics revealed the absence of signal at the channel three location. Replacing the internal fiber optic cable (orange) restored normal functionality to the system, as confirmed during the measurement of contact force. The functionality of the orange fiber optic cable is currently intermittent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue and subsequent delay was due to the abnormal functionality of an internal fiber optic cable.